Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that 2 weeks ago, patient was hospitalized for 2 days with infected stoma. Patient was treated with unspecified antibiotic medication.

Event description:
Additional information received. At the end of july 2018, stoma site redness, drainage and rash began. The patient was having pus and redness around the stoma for two months. The neurologist referred the patient to emergence room. The patient was hospitalized for 2 1/2 days and was treated with intravenous antibiotics. Patient was discharged on oral antibiotics for 10 days.

Manufacturer narrative:
Reference record: (B)(4). Additional information added to event & relevant tests/laboratory data.